Manufacturer narrative:
Title: comparison of the efficacy and safety of two advanced vessel sealing technologies in total laparoscopic hysterectomy source: journal of obstetrics <(>&<)> gynaecology research, 2019 (1-8) date of publication: 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Pli 10: according to literature source of study performed between june 2016 and november 2017, the devices were used on 67 women for laparoscopic hysterectomy. There were two cases of bladder injury, one vesicovaginal fistula and one case of wound infection which responded well to antibiotics. In the two patients who had bladder injury in the group, the extent of these injuries were greater, so it took more time to repair them. Obstetrics and gynaecology research: burcu aykan yuksel , burak karadag and baris mulayim, 2019, japan society of obstetrics and gynecology.